Manufacturer narrative:
Corrected information was provided in d.10. Concomitant medical product was missed to be submitted in the previous MDR. Additional information was provided in h.3 and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were identified. The product investigation could not identify a root cause. The product has not been received to evaluate. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the haptics would not unfold or something to that affect. Additional information has been received stating that there was no patient harm. The surgeon also stated that while trying to place haptic, haptic bent and could not be used.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).